Event description:
This pt reported to the office with a hematoma on the pacemaker site. Keflex was administered and the hematoma cleared, without intervention, after several doses of antibiotics on (B)(6) 2010. It was later reported to us that this pt expired in the hospital due to cardiac arrest (B)(6) 2011. No add'l info is available at this time. Should add'l info become available, this event will be updated.